Manufacturer narrative:
(B)(4).

Event description:
This event was determined to be a duplicate of MFR report #: 2134265-2016-07964. All further information will be reported under that report.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the balloon had a hole and the patient experienced a dissection. During the use of a 2.5mm x 20mm emerge balloon in the left anterior descending artery (lad), the catheter was advanced very easily. During dilatation the balloon catheter lost pressure at 6 atm. A dissection was noticed, which went up through the left main (lm) to the aorta. "The patient had to be reanimated after 20 seconds". When the emerge catheter was removed from the patient a small hole was noted in the proximal end. The procedure was completed with the placement of a stent in the lm and lad. There were no further patient complications and the patient was stable.